Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient experienced dyskinesia, bloodshot eyes, and headaches while charging her implantable neurostimulator (ins). The health care provider (hcp) checked the patient's implantable neurological stimulator re charger (insr) and confirmed that everything looked fine; additional follow-up was planned for september. It is unknown when the reported issues began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.